Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped nor bumped. The insulin pump will be replaced and will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed open book and pump history download confirms that alarm 35 occurred due to corroded electronic assembly. The motor assembly found with traces of moisture per visual inspection. The insulin pump had a cracked select button and keypad overlay. The insulin pump was received with minor scratched lcd window, scratched case and keypad overlay.